Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection on the returned samples revealed that the male luer was separated from the tubing. There reported condition was verified. The cause of the reported condition was could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink y-type catheter extension sets leaked blood from the patient due to a separation. During patient therapy, the glued connection between the male luer and the tubing separated which resulted in a patient blood leak. The device was replaced with a new one; however, the same issue occurred again. There was no patient injury or medical intervention associated with this event. No additional information is available.